Event description:
It was reported that the pump exhibited a damaged battery compartment. During physical inspection, it was found that the downstream occlusion seal peeled, and the upstream occlusion seal buckled. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a peeled downstream occlusion seal and a buckled upstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream/upstream occlusion seals were replaced, and the motor was replaced as preventive. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.